Event description:
The core console with integral irrigation pump was returned for service. Upon evaluation at the manufacturer, it displayed a bias current message when connected to the console signaling a condition occurred from which the device has the potential to run without user activation. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
Upon evaluation, the chassis main board assembly did not function and the core motor controller was heating up. In addition, the front panel was discovered to be broken/worn. An engineering upgrade was performed on the power button interface, retainer, and controller and preventative maintenance was also performed prior to returning the device to the user facility.